Event description:
The pt was initially treated with the gore excluder endoprosthesis in 2005, for an abdominal aortic aneurysm. Approx 5 months later, a type I endoleak had developed at the proximal end of the trunk ipsilateral component. The physician chose to re-intervene and the endoleak was successfully treated with two gore excluder aortic extenders. A follow-up exam, the following month, revealed no evidence of endoleaks and the pt was reported to be doing well.

Manufacturer narrative:
Device remains implanted in the pt. A review of the manufacturing paperwork has been requested. Also implanted in this pt were pxc141200/lot #042720411, pxa280300/lot #03684658, pxa280300/lot# 03684659.